Manufacturer narrative:
On 23-jan-2026, submitting correction supplemental to revise the b5 - describe event or problem.

Event description:
It was reported that the patient had been hospitalized at deister süntel with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached above 500 mg/dl while wearing the pod for an unknown duration. The pod generated a communication error at activation. Symptoms reported include the patient being thirsty, having nausea and vomiting. The patient was treated with intravenous insulin. The patient was discharged on (B)(6) 2026. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached above 500 mg/dl while wearing the pod for an unknown duration. The pod generated a communication error at activation. Symptoms reported include the patient being thirsty, having nausea and vomiting. The patient was treated with intravenous insulin. The patient was discharged on (B)(6) 2026. The pod was removed and discarded at the hospital.